Event description:
It was reported that this reporter spoke to the patient. The patient was interrogated at her doctor's office last week and her settings were increased to 7.5 ma. According to an assistant to the doctor, the patient's symptoms had improved but she was experiencing a shocking now since the increase. Per the assistant's request, this reporter spoke with the patient. The patient noted that she had the device placed in (B)(6) 2010 and subsequently saw a great improvement in her symptoms. The patient had had 2 pregnancies since then. The device remained on during both pregnancies. The patient also underwent c- section deliveries. The patient had been increasingly symptomatic and thus saw the doctor. The patient was being seen on (B)(6) 2014 and her settings will be adjusted to a more comfortable setting. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).